Manufacturer narrative:
Device passed displacement test. Device was received with minor scratched lcd window and scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 500 mg/dl. The customer was treated with self insulin. The customer reported that they had damage with scratches on the screen. It was also stated that the customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, the device had minor scratches on the lcd window and a scratched case.